Event description:
It was reported that patient underwent revision surgery of right tka due to infection / mechanical complication. Two-step revision surgery with exchange of tka to spacer in (B)(6) 2007 and then implantation of revision knee in (B)(6) 2007.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that the provided summary of the patient history indicated that the revision was due to a mechanical complication and/or due to infection. An arthroscopic lavage preceded the two-stage revision, which would correspond to an infection. No additional information was provided in these regards. The information related to the implantation did not indicate any relevant findings to better understand the reasons or contributing factors to the revision and infection. Without the actual product involved and/or device information, our investigation cannot proceed.  If the device or new information is received in the future, this complaint can be re-opened.  No further actions are being taken at this time.  We consider this investigation closed.